Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use related. One photograph and one radiograph of a guidewire were returned for evaluation. An initial visual observation of the photograph showed the guidewire was knotted near the distal tip of the device. The guidewire was kinked approximately two centimeters proximal from the knot. The radiograph shows what appears to be the knotted guidewire inserted into the patient¿s arm. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel, likely during twisting. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer rn was placing a midline for a pediatric patient and after gaining access and threading the wire they met resistance. After attempting to retract the wire it would not retract from the needle. Rn did remove the needle over the wire however they were still unable to pull back the wire. X-rays were taken and it was observed that the wire twisted a knot which is why it would not come out of the skin/vein. Additional information: the patient was taken to the or for a cutdown procedure in order to remove the knotted guidewire. While the patient was sedated, they also placed a sc tlc for the patient to get central access.